Event description:
The event occurred on an unspecified date and involved a ch2000s-c where it was reported the device spontaneously disengaged from the distal end of the dedicated plum set. This has happened in the clinic twice with the same patient. The event occurred during infusion. There was no bleed back. There was chemo but no biohazard reported. The device was not reprocessed/re sterilized. There was no required medical intervention. There was no adverse event/patient harm. This report captures 2 occurrences.

Manufacturer narrative:
The complaint of disconnection / loose connection on spiros cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown. D4: only di provided as lot number is unknown.